Event description:
It was reported that in a bipolar sensing configuration, the right ventricular (rv) lead produced short v-v sensing and inhibited pacing. The oversensing was duplicated with pocket manipulation when programmed bipolar. When programmed in an integrated tip-rv coilsensing configuration, the oversensing was eliminated with same pocket manipulation. A connector issue with the device was suspected. It was further reported that the patient was admitted to the hospital after having received inappropriate therapy due to oversensing. The patient also had a syncopal episode due to the oversensing and inhibition of pacing in the presence of complete heart block (chb). The rv lead was removed and a new rv pace sense lead was implanted. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that in a bipolar sensing configuration, the right ventricular (rv) lead produced short v-v sensing and inhibited pacing. The oversensing was duplicated with pocket manipulation when programmed bipolar. When programmed in an integrated tip-rv coil sensing configuration, the oversensing was eliminated with same pocket manipulation. A connector issue with the device was suspected. It was further reported that the patient was admitted to the hospital after having received inappropriate therapy due to oversensing. The patient also had a syncopal episode due to the oversensing and inhibition of pacing in the presence of complete heart block (chb). The rv lead was removed and a new rv pace sense lead was implanted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device and lead were not returned to the manufacturer, however, performance date was collected and analysis indic ated that the right ventricular (rv) lead was oversening and that the lead integrity alert (lia) was triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).